Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 for two patient samples. Of the data provided only the data for one patient sample was discrepant. The initial calcium result was 6.7 mg/dl. The repeat result was 8.3 mg/dl. The sample was also run on a cobas integra 800 with a result of 8.6 mg/dl. The repeat result was believed to be correct. The initial result was not reported outside of the laboratory. There was no adverse event. The calcium reagent lot is 23822701 with an expiration date of 6/30/2018. The field engineering specialist could not find a specific problem. He checked the gear pump pressure, rinse mechanism levels, and probe alignments. He cleaned the rinse baths, reagent and sample lines, and the incubator bath. He ran a precision check which passed. The customer performed qc testing which passed. The customer was also informed that there are available rack adapters that can be used in combination with 7ml tubes.

Manufacturer narrative:
A specific root cause could not be determined. Due to limited available data, further investigation into specific root cause was limited. Since the calibration and the qc testing that was performed before and after the event was acceptable, a reagent problem would be ruled out. It was noted that the customer was not using the recommended tube adapters for use with 13 mm tubes. Therefore incorrect sampling could not be excluded. A historical query for this site was performed and found no past escalated complaints of this nature for any like instruments for the last 12 months. The customer has had no further issues since the field engineering specialist visit.